Event description:
A neuro coordinator reported that the awl tip broke off during surgery. The tip was removed and the surgery was completed without issue. There was no impact to the pt¿s outcome.

Manufacturer narrative:
Replacement part shipped (B)(6) 2012. RMA issued. Eval of the suspect part finds the tip of the instrument is broken off as reported. The tip was found to have multiple nicks and cuts prior to breaking.